Event description:
It was reported that patient's device is scheduled to be explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6949 implantable tachy lead 2008-(B)(6); competitor implantable pacing lead 2008-(B)(6). (B)(4).